Event description:
The unit burned. Co's inspection revealed a 1/4" diameter burn hole through one side of pad caused by thermostat connection arcing. No deaths or injuries were reported. Further communication with the user indicated she layed on the unit which was contrary to the how-to-use instruction booklet.